Event description:
User facility reported that single 3000c canisters imploded in 2-3 of their 27 operating rooms. No patient consequences and no injury to users.

Manufacturer narrative:
Device was not returned. User could not provide lot info. Current inventory was inspected no problems found.